Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the returned sensor patch, and no issues were observed on the returned adhesive. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely. The customer was experiencing sweats and tremors and went to the pharmacy to obtain new sensor. A capillary of 66 mg/dl was obtained at the pharmacy, and the customer treated with sugar by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely. The customer was experiencing sweats and tremors and went to the pharmacy to obtain new sensor. A capillary of 66 mg/dl was obtained at the pharmacy, and the customer treated with sugar by his wife. There was no report of death or permanent injury associated with this event.